Event description:
It was reported, that patient presented in clinic for routine follow-up. Upon evaluation, it was found, that patient's pacemaker was not able to be interrogated through inductive telemetry. It was also noted, that patient experienced arrhythmia and dizziness. The device was explanted and replaced. The patient was stable.

Event description:
New information received notes that premature battery depletion was suspected on the pacemaker.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The reported event of no inductive telemetry was not confirmed. The device was received in backup mode and with no output, due to low battery voltage level. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.